Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system with a terumo 0.035 glidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the reported froze on wire.

Event description:
It was reported the device became stuck on the guidewire and became difficult to remove. A 6x150mm, 130 cm eluvia drug-eluting vascular stent system was selected for stent placement for a procedure to treat peripheral artery disease (pad) in a mildly tortuous, severely calcified target lesion. The system and guidewire were property lubricated. Upon passing over the guidewire and entering the sheath, the system got stuck. The physician and tech attempted to remove the system from the guidewire, and it was completely stuck. The device had to be removed together with the guidewire. The procedure was completed using two additional eluvia units 6x150 mm, 130 cm and 6x40mm, 130 cm. No patient complications were reported. There were no patient complications.